Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, the patient had pre-existing complete right bundle branch block (crbbb), a membranous septum (ms) length of less than 2 millimeters (mm), and bradycardia with a rate of 30-40 beats per minute (bpm) under sedation. During the implant of the valve, the valve was repositioned several times, and complete heart block (chb) did not occur at a depth of 0 mm on the non-coronary cusp (ncc). Due to the risk of a dislodge, the valve was deployed at a depth of 2 mm; however, chb occurred at the point of no recapture (ponr). Following the implant of the valve, a slight "tilt" was observed, and the implant depth was 0.5-1 mm on the ncc. The chb continued and the patient's heart rate was approximately 60 bmp. Subsequently, the patient left the procedure with temporary pacing. Additional information was received that a pre-implant balloon dilation was performed and a medtronic (stedi 3cm) guidewire was used for the procedure. The deployment starting point was mid pigtail. The patient's pre-existing crbbb may have contributed to the chb.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, the patient had pre-existing complete right bundle branch block (crbbb), a membranous septum (ms) length of less than 2 millimeters (mm), and bradycardia with a rate of 30-40 beats per minute (bpm) under sedation. During the implant of the valve, the valve was repositioned several times, and complete heart block (chb) did not occur at a depth of 0 mm on the non-coronary cusp (ncc). Due to the risk of a dislodge, the valve was deployed at a depth of 2 mm; however, chb occurred at the point of no recapture (ponr). Following the implant of the valve, a slight "tilt" was observed, and the implant depth was 0.5-1 mm on the ncc. The chb continued and the patient's heart rate was approximately 60 bmp. Subsequently, the patient left the procedure with temporary pacing.